Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: additional products: d1: heartware ventricular assist system outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 30-nov-2022 / lot#: 17095455-0693 d9: no h3: no h4: mfg date: 01-nov-2017-11 h5: yes, ofg h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient with a medical history of cardiomyopathy presented with worsening heart failure and low flows. A computed tomography (CT) scan was performed and showed outflow graft compression due to an over wrap of a non-hvad graft over the heartware graft. Surgery was performed to remove overwrapping graft. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) and the associated outflow graft (lot number: 17095455-0693) were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis was not performed since log files were not available for analysis. The reported outflow graft compression and low flow event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, worsening heart failure is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and anti-platelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural facto rs that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.